Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of the pump. And also reported transmitter communication issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. Updated summary: it was reported to medtronic minimed that the customer experienced loss of communication between transmitter and the pump also customer reported crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and it was returned for analysis. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self-test. Unit did not communicate properly with glucose sensor simulator and the guardian link transmitter. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, cracked case near belt clip rails, missing retainer, broken reservoir tube lip, missing o-ring at reservoir tube, missing display window cover, cracked keypad overlay at select button and missing serial number label. Unit was confirmed for no communication between pump and guardian transmitter due to moisture damage. Unit confirm cosmetic damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.